Event description:
It was reported that during a laparoscopic gastric bypass procedure the first blue cartridge fired fine. A second blue cartridge was pulled and they could not get the cartridge to load. A third blue cartridge was pulled and the same thing occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two blue reloads present. The reloads were received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, a reload was loaded on the device without any difficulties noted. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.